Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
Device was used for treatment. The 510k#: based on the manufacturing evaluation, the manufacturing engineer determined the part number of this screw to be 204.822. This part is a 3.5mm cortex screw self-tapping 22mm. Visual inspection noted the screw was received intact and whole. The drive shows light damage consistent with use. The head has only light marks and abrasions, also consistent with use. The threads appear to be undamaged as are the flutes and the tip. The major diameter is 3.46mm. This screw appears to be of the 204-810 family of screws. If so, the length of 22.61mm would make this a 204.822. Dimensions that could be measured were found to meet specifications. The plate and screws functioned properly as designed in that they provided sufficient fracture fixation to allow bony healing. In the intended posterior position, the shape of the plate is such that it should not impinge on an ulnar nerve in the anatomic position. The actual position of the nerve post-injury and varying anatomy could possibly have contributed to the nerve being in an abnormal location. In addition, this is a stainless steel plate. It is known that stainless steel can elicit sensitivity reactions in some patients. The ulnar nerve compression could have resulted from abnormal anatomy, a reaction to the nickel in the plate, or damage from the original traumatic event without any effect from the implant. The design risk assessment was reviewed and found to be adequate for the intended use.

Event description:
Medwatch # (B)(4) was received and a copy will be included with the report. This is 2 of 12 reports for this event.